Event description:
It was reported that during a cleaning of the auditory canal after a middle ear infection the vibrant soundbridge lead was pulled through the canal dislodging the clip of the fmt from the long process of the incus. Consequently, the pt underwent a revision surgery, where the vibrant soundbridge was explanted and replaced by a new one.

Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a f/u report.